Event description:
During a ptca procedure, in which two wires were being used simultaneously, the graphix wire became entangled in the balloon catheter and the tip of the wire fractured. Difficulty was encountered removing the balloon from the wire. The tip of the wire was found to be lodged in the wire exit port of the balloon catheter.